Event description:
It was reported that the patient received inappropriate therapy. Upon device interrogation, oversensing was noted on the right ventricle (rv) pace/sense channel along with no capture at maximum output settings. The sensing integrity count (sic) was also noted to be high. The rv lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.